Manufacturer narrative:
Product complaint # ==> (B)(4). Visual examination of the returned device featured irregular witness marks. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer the root cause of the set screw loosening could not be determined by the sample or information provided. A potential root cause may be the set screw not being correctly tightened down onto the rod properly. This could allow the set screws to back out postoperatively. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient returned for revision of spine instrumentation due to left side s1 pedicle screw disengaging from rod. If other, describe. L3-s1 posterior fusion with alif l5s1 and lateral cage l3-4. Did the patient experience a post-op device malfunction? Yes. If yes, please describe. Left side s1 pedicle screw disengaging from rod. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No. Did the patient require revision surgery or hardware removal? Yes. Was device explanted? True. Did patient require revision surgery? True. If yes, date of revision surgery. On (B)(6) 2019. Patient status/ outcome / consequences: unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision)? Unknown.